Event description:
It was reported that (1) device was used during a laparoscopic cholecystectomy. It was reported by the rep that the er320 instrument was fired and the clip did not form correctly on the cystic duct. The proximal portion of the clip did not close and the clip came off. The surgeon tried to fire the device again and the same thing happened. Another er320 instrument was used to complete the case. There was no consequence to the pt.